Event description:
On 10/16: customer reports the injector injected on its own. Female pt for a breast protocol MRI study. Staff had loaded prefilled contrast syringe into the a side, kendall 60ml empty disposable syringe, filled with saline on the b side, purged the air from syringe and tubing, and connected to pt. Technologist loaded injection protocol of 2ml/sec for 20ml volume on both contrast and saline. Technologist did not use the patency feature or drip mode. Enabled the injector, but did not start the injector. Started the MRI scan and approximately 15 minutes into the scan the technologist noted the injector was injecting the contrast. Technologist immediately stopped the injection process. No reported injury.

Manufacturer narrative:
Field service engineer was unable to reproduce any faults. Verified proper operation of the injector per optistar elite service manual. System was returned to full service by the customer.